Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, after which the malfunction did not recur, allowing continued use of the pump. Customer was advised to call back if any further malfunction codes appear.